Event description:
The pt reported on (B)(6) he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: he deactivated the pod and decided to go to the hospital where he received an intravenous drip. The pod was discarded at the hospital.

Manufacturer narrative:
The product will not be return for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."